Manufacturer narrative:
Findings: pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected low battery alarm noted. However, unexpected power loss alarm, replace battery alarm and power error confirmed in the long trace. Power loss alarm occurred after the pump error was cleared. Detail trace analysis confirmed the pump alarmed replace battery alarm and then alarmed pump error was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector. Pump was monitored and functioned properly. Pump was received with missing serial number label, scratched case, minor scratched lcd window and cracked select button keypad overlay. (B)(4).

Event description:
It was reported that customer had that the insulin pump had power loss alarm . The customer¿s blood glucose level was 143 mg/dl. Troubleshoot was performed for power loss alarm. The insulin pump will not be returned for analysis.